Manufacturer narrative:
H3: product analysis stated that the device and an open pouch were returned in a large plastic sleeve (non-original packaging). The pouch was open from 3 of 4 sides when returned. Upon return, there were no traces of contamination observed on the device. A syringe was used to inject 15cc of air into the cuff, and the cuff could not inflate, immediately deflated upon air inflation. Furthermore, the cuff was submerged under the water for leak observation, and there was no leakage observed coming from the cuff. Same as the cuff, the inflation assembly was submerged under the water for leak observation, and the leakage was observed coming from the inflation tube. The inflation tube was damaged/cut at the point where it is connected to the trivantage tube. The device failed due to defective condition upon return and the inability to keep the cuff inflated. The complaint was confirmed, due to an out of specification condition. H6: codes a0401, b01, c0706 and d1102 has been updated. The previously updated codes b21, c21 and d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis gets completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure the emg tube inflation cuff was leaking. A 5 ml (cc) syringe was used to inflate the cuff. The amount of air used to inflate the cuff did not exceeded 25 cmh2o. There was no patient involved.